Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the interconnect cable. Replaced the interconnect cable and ordered a replacement ccd camera. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 systems workstation left monitor displays a single white line during fluoro exposure. There was no report of patient injury.